Event description:
Boston scientific received information that this right atrial (ra) lead had fractured and observed to have lead insulation damage. This ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.